Event description:
Reporter calling stating that she had previously been using a medtronic minimed pump that was recalled however she was unaware of the recall until recently. Reporter states that while using the insulin pump she passed out numerous times, beginning in approximately (B)(6) 2018 and required numerous hospitalizations. She states she had to file for disability, had to quit working, and that she has many hospital bills related to health complications while using the pump. Reporter stopped using the pump in "2019 or 2020" because "I knew it was the pump that was the problem." Reporter states after she stopped using the pump that she stopped passing out. Reporter states she received a letter from medtronic about the recalled pump in approximately (B)(6) 2023, and it made her "angry" since she had not been informed of the recall sooner.